Event description:
It was reported, the patient was implanted on 2013 (B)(6). The implantable neurostimulator (ins) was to be switched on and programmed on 2013 (B)(6). During the interrogation, the ins could not be detected. An x-ray did not show anything abnormal. The patient returned to surgery and the ins was taken out of the pocket to attempt interrogation again. The telemetry head could once again not pick up the ins. Disconnecting and reconnecting the lead made no difference. The lead was replaced, but the issue remained. The ins was subsequently placed and that resolved the issue. About a week later, it was reported the newly implanted system was fine and the patient was receiving effective therapy. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of neurostimulator model 3058, serial #(B)(4) showed no anomalies. Analysis of lead model 3093, serial # unknown showed no anomalies.

Manufacturer narrative:
Product ID 3093 lot# serial# unknown; product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.